Manufacturer narrative:
Alleged failure: denis aymeric from the hospital reported to amelie brochu sales rep the following event : " the pump irrigates too much. The operating cavity (thigh chamber) is in overpressure. What measures/actions have been taken to complete the intervention? The surgeon cut into the dressing room to reduce the hyperpressure. " the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a failed component on the pressure sensor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known.

Event description:
It was reported that there was overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was overpressure.